Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown/not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that post-extraction of implant at tooth site 34, it was removed due to bone infection. Doctor performed curettage.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative zimvie received one (1) xifoss413, (osseotite® certain® 2 implant 4 x 13mm) for evaluation. Visual evaluation was performed, the implant has signs of use. The implant has debris on its external threads and markings from removal. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. The device is conforming. DHR review was completed for the subject lot number 2120026555. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120026555 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : infection and dental : medical : other¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.